Manufacturer narrative:
This MDR has already been submitted to FDA by the us importer with report number (B)(4).

Event description:
Patient underwent removal of prosthesis due to infection on (B)(6) 2021, approximately 3 weeks after primary surgery. Surgeon explanted all components including size 14 cementless humeris stem, 135/145 36/+9 stability humeral cup, 36mm centered glenosphere with screw, 24mm baseplate with central screw, and 4 locking screws.